Manufacturer narrative:
On (B)(6)2019 , biosense webster inc. Received additional information from the customer confirming that the tear in the pebax that was identified during initial inspection by bwi's product analysis lab was "post-procedural damage" and may have occurred during transportation. As such, the finding has been reassessed as a non-MDR-reportable issue. However, since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event. The device evaluation details have also been updated to conclude that the customer¿s complaint related to interference/noise was verified. The root cause of the wire breakage and damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. The customer also clarified that the damage on the pebax may be related to the transportation of the device. Manufacturer¿s ref # pc-000532916.

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found the pebax was damaged with internal parts exposed. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrodes. Further examination revealed that the lead wires were broken causing the improper signal condition. The catheter fail the tilt test. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint has been verified. The root cause of the wire breakage and damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Additionally, the customer provided photos with evidence of the noise observed on carto 3 screen. With this information the customer complaint was confirmed. The analysis of the returned device showed the electrical wires were broken causing the improper signal condition. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a tear in the pebax. It was reported by the customer that during the procedure, the thermocool® smart touch¿ electrophysiology catheter had interference/noise. A second catheter was used to complete the procedure. There was no report on adverse event or patient consequences. The customer¿s reported issue of interference/noise is not considered MDR reportable since the risk to the patient is low. On 9/12/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified a tear in the pebax. The pal findings were reviewed and assessed as MDR reportable as a malfunction for the tear. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 9/12/2019 and has reassessed this complaint as reportable.